Manufacturer narrative:
Unit received with blank display. After disconnecting the electronic assy stack and reconnecting the electronic assy stack, unit powered up properly. Problem isolated to electronic assy. Unable to verify alarm due to blank display. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was 116 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.